Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2021-14238, 1627487-2021-14239, 1627487-2021-14240. It was reported that the patient experienced ineffective stimulation. Imaging revealed that the left l5 and left s1 leads had migrated. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. Post-operatively, stimulation therapy was restored. It is unknown which leads were replaced, therefore all leads are being reported.